Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pfc sigma poly is not getting locked on metal tibia base. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no device associated with this report was received for examination. A manufacturing record evaluation were performed for the finished device DHR 158111008 / d24062994. It was manufactured on 03-jul-2024. Total 48 parts were manufactured per specification and all raw materials met specification. After searching " d24062994" in etq, no record is displayed. After searching "sigma cvd gvf insert" in etq, all results have been reviewed, no case even similar to the issue described in this complaint is identified. After searching "d24062994" in sap by zqmr1023, no internal lock record is displayed. Hereby drawing a conclusion that no non-conformances were identified for this batch of products. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- a manufacturing record evaluation were performed for the finished device DHR 158111008 / d24062994. It was manufactured on 03-jul-2024. Total 48 parts were manufactured per specification and all raw materials met specification. After searching " d24062994" in etq, no record is displayed. After searching "sigma cvd gvf insert" in etq, all results have been reviewed, no case even similar to the issue described in this complaint is identified. After searching "d24062994" in sap by zqmr1023, no internal lock record is displayed. Hereby drawing a conclusion that no non-conformances were identified for this batch of products. Device history review- a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities related to the malfunction were identified.